Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade IV.

Event description:
Healthcare professional reported a right-side capsular contracture, baker grade IV. The device has been explanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the corrected device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a right-side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation : visual analysis of the returned device identified white particles material was found on the shell and fold creases. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: -no issues found related with the manufacturing. A review of the device history record has been completed. No deviations or non-conformances noted.